Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 28 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent section in the proximal half of the stent compressed with stent struts lifted. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found multiple kinks along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28mm x 3.00mm, target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 28 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up when it was crossed the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28mm x 3.00mm, target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 28 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up when it was crossed the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.